Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneous results for red blood cell (rbc), white blood cells (wbc), hemoglobin (hgb), hematocrits (hct) and platelets (plt) for one (1) pt sample assayed on their coulter ac.t 5diff cap pierce. The erroneous pt sample results were not reported outside of the laboratory. There was no impact to pt treatment associated with this event. Multiple analyses were performed for the pt sample. The customer had determined that one (1) of the three (3) analyses performed had yielded erroneous results. The analyzer had generated flags for each of the analyses performed (including the analysis yielding erroneous results) alerting the customer to further review the pt sample. The customer reported that quality control (qc) samples were assayed both prior to and after the event and all results had recovered within the laboratory's established ranges.

Manufacturer narrative:
The root cause may be attributed to sample mixing issues. The results from the pt sample are indicative of a sample mixing pattern. Per bec labeling, erroneous results may occur if the sample is not adequately mixed before analysis. Inadequate mixing may cause either of the following typical patterns of results when compared to the expected results: an increase in rbc and hgb accompanied by little change or a decrease in wbc and/or plt. A field service engineer (fse) was dispatched to the customer's site. The fse lubricated the transverse assembly and verified the analyzer's operation per established procedures. This MDR represents event 2 of 2 reported by the customer. This MDR is related to the following MDR that has been reported: MDR 1061932-2011-01880. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events.